Event description:
It was reported that after using the bd vacutainer® ultratouch¿ push button blood collection set, the needle did not retract on five (5) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter addr 1: (B)(6). D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that after using the bd vacutainer® ultratouch¿ push button blood collection set, the needle did not retract on five (5) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: retraction issue. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.